Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from brazil that during an unspecified surgery, it was observed that the saw attachment device had an unspecified malfunction. It was not reported if there was a delay to the to the surgical procedure. It was reported that a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the coupling tool side on the device was not functioning and defective, and the mechanics were seized and jammed. Therefore, the reported condition was confirmed. It was further determined that the device failed pretest for the following assessments: check the function of the quick saw blade coupling, check tool coupling, check the function of the positioning ring, measure the oscillating frequency and verify if secured with pin. If additional information should become available, a supplemental medwatch will be submitted accordingly.